Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the pump was inaccurately delivering insulin. The reporter stated that he patient was experiencing highs and lows, but didn't provide a range of blood glucose values. Troubleshooting was not completed at the time of the call. This complaint is being reported because of an alleged pump malfunction. Without specific blood glucose values the specified excursion could not be determined to be an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 09/19/2016. The device has been returned and evaluated by product analysis on 09/01/2016 with the following findings. The pump's black box data from the date of the event had been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected the programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range.